Event description:
It was reported that epoxy was found on 3900 bd plastipak¿ syringes' needles. The following information was provided by the initial reporter, translated from spanish: "the 2-needle vaccination syringes have a sealing defect at the junction of the needle with the hub. 390 boxes that most of the syringes have an adhesion of kind of a residue of more or less 0.5 cm at the base of the needle and the pivot or cone (hub). Reason why the proper application of the biological product cannot be performed, since when introducing it remains outside and as a result of the issue, and therefore it cannot be introduced through the skin."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that epoxy was found on 3900 bd plastipak¿ syringes' needles. The following information was provided by the initial reporter, translated from spanish: "the 2-needle vaccination syringes have a sealing defect at the junction of the needle with the hub. 390 boxes that most of the syringes have an adhesion of kind of a residue of more or less 0.5 cm at the base of the needle and the pivot or cone (hub). Reason why the proper application of the biological product cannot be performed, since when introducing it remains outside and as a result of the issue, and therefore it cannot be introduced through the skin."

Manufacturer narrative:
H.6. Investigation: photos and video received for investigation. Upon visual inspection, white foreign matter is observed on the cannula near the hub. This foreign substance is identified as epoxy residue, which the adhesive used that joins the needle to the hub. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retained samples from the same lot were evaluated, epoxy was verified and are within specification. Distributing epoxy is part of the assembly process and when it occurs the length of the injectable area is verified, however, as there is no physical sample, it is not possible to verify if the length of the injectable area is outside or within the specification. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time. H3 other text : see h.10.

Manufacturer narrative:
The following fields were updated due to corrected information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 02-may-2022. H.6. Investigation: one thousand physical samples, photos and video received for investigation. Upon visual inspection, white foreign matter is observed on the cannula near the hub. This foreign substance is identified as epoxy residue, which the adhesive used that joins the needle to the hub. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retained samples from the same lot were evaluated, epoxy was verified and are within specification. Samples received were further analyze, length of the injectable area for epoxy is within the specification. One needle was found outside the specification. Distributing epoxy is part of the assembly process and when it occurs the length of the injectable area is verified. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported that epoxy was found on 3900 bd plastipak¿ syringes' needles. The following information was provided by the initial reporter, translated from spanish: "the 2-needle vaccination syringes have a sealing defect at the junction of the needle with the hub. 390 boxes that most of the syringes have an adhesion of kind of a residue of more or less 0.5 cm at the base of the needle and the pivot or cone (hub). Reason why the proper application of the biological product cannot be performed, since when introducing it remains outside and as a result of the issue, and therefore it cannot be introduced through the skin."